Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a missing motor support disk. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
Customer reported receiving an alarm for a loose drive support cap. He stated that the insulin pump was not dropped or bumped and was not able to describe any damage to the drive support cap. The blood glucose reading was 130 mg/dl. Nothing further was reported.